Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
Headsurgeon reports via our sales rep, that residue from the screw racks was on the screws. He further reports that the screws were interoperatively manually cleaned and used and thus the surgery could be finished. Surgeon states that this happened after around 10 sterilization cycles.